Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving therapy via an implantable infusion pump. It was reported that the patient could no longer hear the pump alarm after it had been beeping for 2 months because it needs to be replaced. Additional information was received from the rep on (B)(6) 2021. It was reported that this patient determined she just could not hear the alarm beeping. She was scheduled for a replacement on (B)(6) 2021, but that had to be rescheduled due to the winter storm that affected the hospital¿s power and water supply. She is currently receiving oral pain medication until a pump replacement surgery can be scheduled. This has been confirmed with her physician. On (B)(6) 2021, additional information was received from the rep. The patient was rescheduled for today ((B)(6) 2021) for their pump replacement but due to continued water supply issues, the hospital had to reschedule again to (B)(6) 2021. The patient confirmed they were taking oral dilaudid for oral supplementation, but they did not feel that this supplementation has helped with symptoms of withdrawal. Additional information was received from a health care provider (hcp) via the representative on (B)(6) 2021. It was reported that the patient's full system was explanted on (B)(6) 2021 due to an infection at the surgical sites. The hcp would consider re-implanting the patient in 6 months after the infection clears. No further complications were reported.